Event description:
Spontaneous call from pt's mom who reported curlin pump giving error message 20. Did change the batteries, turn on the pump, and pump still gives same error message. Pt has already infused hyqvia part and med is in the bag. Pt is not willing to do manual push. Infusion not done. Sent new pump and reship hyqvia med to do the infusion. No injuries. No extra pump on hand, so sent new pump and reship med, so pt can do infusion. Serial number and expiration not known since the intake image is cut off. Pump used to infuse hyqvia at above dose and frequency. Indication: common variable immunodeficiency, unspecified and common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. No injuries, no extra pump on hand, so sent new pump and reshipping med, so pt can "do" infusion, serial number and expiration not known since the intake image is cut off. Reported to (B)(6) by health professional.